Event description:
Customer received result of 420 mg/dl on the mobile system and a result of 130 mg/dl on the performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has returned a meter without the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.